Event description:
The customer reported a software issue with the mx40. At bench repair there was an issue found with no audio from the mx40. There was no patient involvement.

Manufacturer narrative:
(B)(4).